Manufacturer narrative:
The customer reported the code blue calls were not going through the pbx system and were alarming locally only. The event occurred on the 3rd floor ortho-spine unit on (B)(6) 2021. There was no report of patient injury or death associated with this event. The voalte® nurse call system provides a comprehensive communication and information system that places patient calls, staff calls as well as emergency and code calls. The system provides annunciation of these calls at both room locations and primary (dedicated) nurse call stations. The voalte® nurse call system also has an option for secondary notifications calls to customer provided third party products (e.g. Cell phones) where calls may also be forwarded. The secondary notification workflows are options offered to the facilities that the facility may or may not choose to implement as an add on to their primary notifications, depending on their facility¿s design and needs. Investigation of the reported event determined the unit had become unmonitored by pbx as a secondary notification. The system was not configured for the unit to route or be monitored for code calls to the pbx location. Based on a retrospective review and lack of information around the reason for the unit becoming unmonitored by pbx (facility¿s decision vs. Product/configuration issue), hillrom is reporting the event of a missed secondary code blue alert due to being likely to cause or contribute to death or serious injury, if it was to recur. The complaint investigation is ongoing. Follow up information regarding the investigation and root cause will be provided in a final report.

Event description:
The customer reported the code blue calls were not going through the pbx system and were alarming locally only. The event occurred on the 3rd floor ortho-spine unit on (B)(6) 2021. There was no report of patient injury or death associated with this event. This report was filed in our complaint handling system as complaint #(B)(4).

Manufacturer narrative:
The customer reported the code blue calls were not going through the pbx system and were alarming locally only. The event occurred on the 3rd floor ortho-spine unit on (B)(6) 2021. There was no report of patient injury or death associated with this event. The voalte® nurse call system¿provides a comprehensive communication and information system that places patient calls, staff calls as well as emergency and code calls. The system provides annunciation of these calls at both room locations and primary (dedicated) nurse call stations. The voalte® nurse call system also has an option for secondary notifications calls to customer provided third party products (e.g. Cell phones) where calls may also be forwarded. The secondary notification workflows are options offered to the facilities that the facility may or may not choose to implement as an add on to their primary notifications, depending on their facility¿s design and needs. Investigation of the reported event determined the unit had become unmonitored by pbx as a secondary notification. The system was not configured for the unit to route or be monitored for code calls to the pbx location. No additional information became available. Due to the age of the reported event further information was unable to be obtained. Based on a retrospective review and lack of information around the reason for the unit becoming unmonitored by pbx (facility¿s decision vs. Product/configuration issue), hillrom is reporting the event of a missed secondary code blue alert due to being likely to cause or contribute to death or serious injury, if it was to recur. Based on this information, no further action is required.

Event description:
The customer reported the code blue calls were not going through the pbx system and were alarming locally only. The event occurred on the 3rd floor ortho-spine unit on (B)(6) 2021. There was no report of patient injury or death associated with this event. This report was filed in our complaint handling system as complaint #(B)(4).